Manufacturer narrative:
(B)(4). Additional information: the device was returned and evaluated for the reported event. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. Returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. External/internal inspection was performed and passed. Upon conclusion of the investigation, the cause of the reported issue was determined to be use error, tidal total ultrafiltration (uf) removal being set too low. Homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient received a high drain 104 (night drain #4) alarm. A high drain alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume. The patient notified their peritoneal dialysis registered nurse of the alarm. A swap of the device was initiated and the technical service representative discussed the use of continuous ambulatory peritoneal dialysis until the new machine arrived. There was no patient injury or medical intervention in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4).the device was returned and the investigation is ongoing. Should additional relevant information become available, a follow-up report will be submitted.